Event description:
The customer reported that following a diagnostic catheterization procedure in 2001. A vasoseal es was deployed in the right groin. Hemostasis was achieved and the patient was discharged later the same day. The patient was admitted 8 hours later complaining of pain and an achy sensation in the right calf and ankle. The patient was taken to radiology and they attempted to angio-jet the artery, but found the vasoseal collagen. A surgical consultation was obtained and the patient was taken to surgery for a right femoral embolectomy on the following day. The surgeon stated that the artery was occluded with vasoseal. Following surgery, the patients pulses were positive with good flow. Following surgery the patient developed an infection. No further complications were reported.